Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter received one filled sample for evaluation. Visual inspection and a functional leak test confirmed the reported condition. The leak was observed to be coming from the welded area of the volume indicator port located inside the housing. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a basal bolus infusor had a leak. The solution was observed to be pooling inside the infusor housing. The drug(s) administered to the patient is unknown. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.